Manufacturer narrative:
Batch records and qc record for cov2020144 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cov2020144 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
False positive result(s). On saturday, (B)(6) 2022, customer received two false positives. Scheduled a pcr test the same day at their local pharmacy, results came back on sunday and were negative. They purchased a different brand of antigen home test (abbott binax) and tested negative. Tried flowflex again on monday, and results were positive. All three came from the same lot number.